Event description:
It was reported that a user of the ilet experienced hypoglycemia after announcing a usual lunch while the system had been delivering corrections for a preceding elevated glucose, which led to insulin stacking and a low blood glucose of 65 mg/dl. Symptoms included sweating, confusion, and lightheadedness. Outcomes included self-treatment with crackers and glucose tablets, resolution of the low, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of available event information and follow-up outreach to the user and trainer. Investigation of this case revealed user-initiated meal announcement during ongoing automated corrections consistent with insulin stacking and subsequent hypoglycemia. It was concluded that the event was related to use conditions, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.